Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump screen was scratched which make screen hard to read. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump received motor error and no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Device passed the displacement test, rewind, basic occlusion test, self test, a21 error test and the dat test at 0.08700 inches. No under delivery anomaly or over delivery anomaly noted. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime test due to faulty force sensor resistance (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unable to verify drive/motor anomaly, motor error alarm or unexpected no delivery/occlusion alarm due to prime anomaly. The motor was tested outside of the device and passed. Device had minor scratched display window, scratched case, cracked case at display window corner, cracked belt clip slot, scratched reservoir tube window and cracked reservoir tube lip.